Event description:
It was reported that the pt experienced pain, caused by a disc that is out of place. The pt was doing home improvement work and dragging branches from a tree that was cut down. His symptoms returned after those activities. The pt's pain was located in the l4-l5 area. He was at home in fair condition. Further info is being requested from the hcp.